Event description:
The customer reported that they received 'failure of the air sensor' alarms during prime for a collection procedure. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Review of the rdf confirmed in this procedure they had the return line air detector failed fluid check during initial system prime. This return line air detector failed fluid check alarm occurs when the return line air detector did not detect fluid when expected. The machine failed safe and there is no recovery for this alarm. The operator is directed to load a new tubing set to continue the procedure. They cannot reuse the same set because it contains fluid. Root cause: definitive cause remains undetermined. The machine alarmed as intended; the reported problem resulted in a failsafe condition. Possible causes include but are not limited to:¿ inadequate squeezing of drip chambers.¿ foam or air in the return line.¿ defective return line air detector.¿ machine issue corrective/preventive action: an internal CAPA has been initiated to improve the reliability of the rlad during prime.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. No defects or misassemblies were noted with the set. The reservoir was noted to be half full and prime solution was noted in the channel. No issues were noted with the return pump header tubing. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. It was confirmed in the rdf that during this procedure there was a 'return line air detector failed fluid check during initi system prime' alarm. Investigation is in process. A follow up report will be provided.